Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that: after troubleshooting using a test patient board set, the image was found with the 180 scopes, which meant the unit patient board was defective and needed replacement. The unit top cover, front panel, chassis feet, and net spacer had poor appearance and recommended replacement. The video socket connecter had a defective locker; it would not secure the scope video cable and needed replacing. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii video system center had broken lines throughout the image. The issue was found during a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: faulty patient board set. Olympus will continue to monitor field performance for this device.